Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient fell about 3 months ago. Very soon after the fall the patient started having severe pain in their left hip and leg. Patient's device is on the left side of their body.  Patient rep said they came to the conclusion that the device is causing the pain because the patient talked about electric shocks in their leg. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.